Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was being prepared to be used during an endoscopy procedure performed on (B)(6) 2025. During the preparation, a hair-like foreign material was noticed inside the sterile device packaging. The product was not used in the procedure and the procedure was completed with another of the same device. A photo of the device inside the unopened pouch was provided and shows that there was presence of foreign material (hair) inside the sterile pouch of the device packaging. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a1802 captures the reportable event of the presence of foreign material in the sterile device packaging. H11: investigation results: the returned endovive standard peg kit pull method was analyzed, and a visual and microscopic inspection found that there is a hair inside the sealed packaging. Media analysis was performed and showed a piece of hair inside the pouch. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of packaging foreign matter was confirmed. The results of the analysis performed on the returned device found that there is a hair inside the sealed packaging. Based on all gathered information, the most probable root cause of this complaint is quality control deficiency. An investigation to address this problem is in progress.

Manufacturer narrative:
. Imdrf device code a1802 captures the reportable event of the presence of foreign material in the sterile device packaging.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was being prepared to be used during an endoscopy procedure performed on (B)(6) 2025. During the preparation, a hair-like foreign material was noticed inside the sterile device packaging. The product was not used in the procedure and the procedure was completed with another of the same device. A photo of the device inside the unopened pouch was provided and shows that there was presence of foreign material (hair) inside the sterile pouch of the device packaging. There were no patient complications reported as a result of this event.